Manufacturer narrative:
The device was evaluated by the covidien service engineer. The compressor assembly kit was replaced. The ventilator passed all test and was returned back to service at the user facility. The compressor assembly was returned to the manufacturing for investigation. The root cause was identified to be an electronic component (capacitor)failure. The failed component is 14 years old. It was reported that the compressor is only air gas source at the user facility.

Event description:
It was reported that, during patient use, smoke was emitting from the ventilator. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.